Manufacturer narrative:
(B)(4). Occupation: non-healthcare professional. (B)(4). PMA/510k#: k171712. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain post implant is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2016. Alleged perforation, tilt, embedment and unsuccesful removal on (B)(6) 2016" patient allegedly received an implant on (B)(6) 2016 via right internal jugular vein due to history of deep vein thrombosis and pulmonary embolism. Patient is alleging perforation, tilt, embedment and pain. Implant operative report dated (B)(6) 2016: ¿impression: no caval thrombus successful placement of an infrarenal inferior vena cava filter.¿ per a fluoroscopic guided attempt at inferior vena cava filter removal operative report dated (B)(6) 2016: ¿access was gained with an 18 gauge needle and ultrasound guidance, followed by placement of a cook celect filter removal kit. The sheath system was advanced into the right common iliac vein over a wire, and angiography was performed showing no evidence of ivc or common iliac thrombus on the right. Therefore, the sheath was retracted above the level of the filter, and the snare was then advanced. Despite multiple attempts at using this snare, both through this sheath, as well as using angled catheters, I was unable to engage the filter. I tried using a pigtail catheter to attempt dislodgement of the filter from the side wall, which was also unsuccessful. I also used a 6 french ensnare without success. Then, using the same technique, I gained a 2nd access in the patient's neck just below and adjacent to the initial access with a 6 french sheath, initially starting with a micropuncture set. Through this short sheath, I placed the pigtail flush catheter over a wire. Then, using both accesses at the same time, I again attempted dislodgement and engagement of the filter without success. I also tried a set of biopsy forceps from the endoscopy lab. This was also unsuccessful. Using 2 separate accesses, I also successfully snared my own wire, and was able to attempt engagement of the filter, however, again also unsuccessful. Therefore, given the length of the procedure, and inability to remove this filter, I stopped at that time. Impression: unsuccessful attempt at ivc filter removal, with multiple different techniques used as described above, including 2 separate access sites within the jugular vein.¿ per an inferior vena cavagram and attempted filter retrieval operative report dated (B)(6) 2016, ¿ivc filter embedded in the caval wall shown on the lateral view vena cavagram. Attempts at filter retrieval were unsuccessful. The patient was instructed to leave the filter in place with relatively small risks of caval thrombosis.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2016, ¿normal CT angiogram of the abdomen vena cava filter legs extend slightly beyond the vena cava wall but there is no evidence for obvious caval hemorrhage or thrombosis.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿slightly deformed intrarenal ivc filter, probably due to prior removal attempts approximately 1.6 cm distal to the single renal veins. All 4 major struts and 2 clumped minor struts minimally protrude beyond the ivc wall, however, considering lack of contrast its difficult to differentiate between true penetration versus wall tenting. Particularly, the anterior major strut extends the most approximately 5 to 6 mm beyond the wall and is in close proximity/upon the posterior wall of the d2. Tip of the filter is tilted minimally to the left and is upon the posterior wall in close proximity with the right main renal artery. No evidence of separated fragment, pericaval inflammation or pericaval hematoma.¿ per an exploratory laparotomy, lysis of adhesions, explant of ivc filter operative report dated (B)(6) 2017: ¿operative indications: a (B)(6)-year-old female with history of a dvt, has an ivc filter. Several attempts were made to percutaneously remove it. She experienced unremitting pain following the second attempt and has a cat scan, which demonstrates perforation of the ivc filter through the ivc wall into the spine and is likely responsible for chronic pain. Procedure: we performed a longitudinal venotomy and identified the filter, which was cut using a wire cutter to liberate the tines, which were extracted one by one. The hook in the apex of the filter was then removed. The vessel wall was intact. We then closed using 5-0 prolene.¿ patient outcome: unknown.